Event description:
Refer to the attached article: comparison of contact lens and intraocular lens correction of monocular aphakia during infancy a randomized clinical trial of hotv optotype acuity at age 4.5 years and clinical findings at age 5 years. The article includes a report of a contact lens-related corneal ulcer. No culture was obtained and the event did not result in a central corneal scar that was judged to permanently affect visual acuity. Requests have been made to the corresponding author of the article to confirm the lens type and provide additional event details. The information has not been provided. However, the author stated that most of the contact lens adverse events were related to the parents not following the recommended instructions for caring for the contact lenses. The author also stated that the adverse events have been reported to the FDA throughout the entire clinical trial.